Manufacturer narrative:
B3: september is the month of the event provided but no exact date provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error code 44510. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of error code 44510. This device has not been serviced in the past. Unable to load event history log. Visual/functional testing was performed. The reported problem, error code 44510 was duplicated by powering up the device. The cause is the software installation process was disrupted. Installed software application to correct the issue. The device passed all functional tests after the repair.